Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. It was reported that the nurse normally uses one strap to secure patients to the trumpf table. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by a regulatory post-market surveillance (rpms) analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted incisional hernia repair, the patient fell off the trumpf table due to not having a double strap. The table tilted right side up, the patient slid off the table and hit the ground immediately. This occurred towards the very end of the procedure; the surgeon was suturing the mesh in place. One needle was left inside the patient, but it was retrieved in the same procedure. There was no needle injury reported. All da vinci instruments and accessories were thought to be contaminated due to the fall, and the surgeon decided to convert the procedure to laparoscopic surgery. The trumpf table was inspected prior to use and no unusual findings were seen. The operating room nurse reported that they never use two straps. The patient had a full body scan for injuries. The patient was reported to be in stable condition.